Event description:
Device issue: none. Adverse event: restenosis requiring surgical intervention. Onset of adverse event: approximately five months after the procedure. It was reported via a trial that on (B)(6)2010, the patient underwent direct stenting in the tortuous and calcified proximal circumflex artery with one xience v stent. On (B)(6)2010, the patient experienced chest pain and had a diagnostic coronary angiogram, confirming that the new lesion was at the proximal edge of the index stent involving the ostial left circumflex and the first obtuse marginal artery. The patient underwent coronary artery bypass graft surgery on (B)(6)2010 in the circumflex and the obtuse marginal arteries. The patient's condition resolved on (B)(6)2010. The patient was discharged to home on (B)(6)2010. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.